Event description:
The customer observed error code 1113 (invalid test results, read value) and error code 1063 (invalid test results, correlation coefficient too low) while running two samples of two pts on the axsym digoxin iii assay. The issue was resolved by following the instructions mentioned in the customer letter issued by the manufacturer. There was no impact to the pts' management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.